Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing of the returned product confirmed a leak could be heard and felt at the connection of the hose and handpiece. Visual evaluation found no damage. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: united kingdom

Event description:
It was reported that during surgery, the derma hose was not allowing air to pass through. There was no patient harm or surgical delay reported. During device evaluation it was discovered a leak could be heard and felt at the connection of the hose and handpiece. Due diligence is complete, no further information is available.